Manufacturer narrative:
Based on the claim against the product by the customer noting vision problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscopic controller (ec) to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the endoscopic controller (ec) with an alleged issue and performed failure analysis (fa). The fa investigations replicated the customer reported issue. This ec was installed into the test system, and it failed the video test. The video was flickering at vision side cart (vsc) monitor. Troubleshooting was performed and found that the light engine was the cause of the issue. The visual inspection found no visual damage. The ec was returned without the dust cover. The complaint regarding vision problem was confirmed during failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the picture was blinking and then going dark on the monitors. Intuitive surgical inc (isi) technical support engineer (tse) was unable to confirm with the customer if this was the surgeon side console (ssc) monitors, or the auxiliary monitors. The customer stated this was happening with all of the scopes. The procedure was completed with no reported injury. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.